Event description:
During setup of the device for a cardiopulmonary bypass procedure, the user reported that a hematocrit/saturation color chip failure occurred at boot-up. An alternate device was used. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.

Manufacturer narrative:
Note: the red color chip differential is 13 percent.